Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right knee replacement surgery, the patient received multiple inappropriate shocks due to noise, despite a magnet being placed over the device. Upon interrogation after the procedure, the message possible hv circuit damage was observed. A capacitor maintenance was performed. This message was found to be a false alert due to the noise. A firmware download was successfully completed. The patient will continue to be monitored normally.